Event description:
The defibrillator failed to deliver energy to a pt. The observation or observations upon which this allegation was based was not reported. A set of paddles that were with the device was used. Pt outcome was not reported, but the reporter indicated pt outcome was not adversely affected, due to timely use of the paddles.